Event description:
The duett was deployed through a 6f sheath in the right groin following an interventional procedure. This was the physician's 4th deployment. At second resistance, the sheath didn't appear to be very far out of tissue tract to the field contact specialist, and he commented to the physician that the sheath should be farther out, but the physician felt like he was at 2nd resistance, and he proceeded with the negative aspiration and did not obtain blood return. Immediately after the procedure, pt was without pedal pulses, however, the popliteal pulse was obtained. The pt also complained of mild cramping in leg. A thrombus was seen from the contralateral approach in profunda and superficial femoral artery to the anterior and posterior tibial. A thrombectomy was performed using the angiojet system (8f sheath placed in left groin), removing thrombus from the femoral, anterior tibial, and posterial tibial arteries. The left groin was then sealed using perclose. A heparin drip was started, and a vascular surgeon was consulted, who felt that flow had been adequately restored and no further intervention was needed. (Pt stated that leg pain was gone). While in the cardiac care unit following restoration of flow to the leg, hosp staff discovered a bleed and an abdominal series indicated a retroperitoneal bleed (rpb) believed to be originating from the left groin and extending from the psoas muscle up the pt's renal area. Pt was given fresh frozen plasma, and the bleed was resolved. Due to a significantly elevated bun and s.cr., the pt was placed on dialysis that night. Pt was discharged on 08/08/00, and continues to be on dialysis, although the pt's nephrologist is very optimistic that the kidney function will eventually return. Pt's last labs were: s.cr. 7.9, bun 30, hgb 8.6, hct 26. Upon discharge, pt ambulated with help of a cane. The physician stated that the pt's difficulty ambulating may be due to muscular atrophy from being bedridden for an extended period of time.